Event description:
On or around 09/30/1999, the account reported a hemoglobin of 8.92 g/dl for an am sample on a pt, who was having a cbc drawn every four hours. The physician questioned the result and a second sample was drawn. A hemoglobin of 11.o was obtained with the second sample. The am sample was retested and a hemoglobin of 11 g/dl was obtained. No report of injury.